Event description:
It was reported that a user experienced a pairing failure between a dexcom g7 cgm and the ilet, which led to the ilet entering a safety state requiring cgm connection or bg entry and stopping automated dosing; the user then connected a new sensor and successfully started it, and a concurrent fingerstick bg was 486 mg/dl with agent-guided bg entry. Symptoms included hyperglycemia with thirst and dry mouth. Outcomes included no alarms and no hospitalization. Investigation included customer service troubleshooting and user education. Investigation of this case revealed that the initial cgm-to-ilet communication failure prevented sensor pairing, after which successful setup of a replacement sensor restored function. It was concluded, based on previously established findings for similar reports, that the cause was user and connectivity factors consistent with transient pairing failure.